Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer declined tandem customer technical support's (cts) offer to troubleshoot to determine a possible cause of the occlusion. The customer thought that pump bolus calculation amounts were incorrect. Cts reviewed the pump data and found that the bolus calculation was correct and after reviewing the information with the customer, the customer agreed. The pump data also showed that the customer had resumed insulin delivery approximately 10 minutes after the occlusion alarm.